Event description:
Newton af clinical study - subject ID: (B)(6). An index ablation procedure involving an intellanav stablepoint open-irrigated catheter was completed on (B)(6) 2022. Following the procedure the patient complained of right groin mild oozing possibly due to a pseudoaneurysm. A pressure dressing was given, and apixaban was withheld due to the wound oozing. This issue was resolved on (B)(6) 2022.

Manufacturer narrative:
The device has not been received for analysis. Based on the information provided in the instructions for use, an adverse event which may be associated with catheterization and ablation include pseudoaneurysm. Since the reported adverse events are known and documented in the labeling (including both short or long term known complications or adverse reactions), the most probable cause of known inherent risk of device is selected for the complaint. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.